Event description:
It was reported that the insulin pump was not delivering insulin and the customer was receiving error alarms and no delivery alarms. Mother and father declined troubleshooting. It was noted that the customer has been treating the high blood glucose readings with manual injections. Customer's blood glucose reading at the time of the call was 358 mg/dl. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.